Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure in. Pact admiral was used to treat the left superficial femoral proximal lesion. Approximately 18 months post procedure patient suffered target lesion left superficial femoral artery (sfa) restenosis. Subject had arterial ultrasound showing new blockage in left leg. Angiogram recommended and completed. 99% restenosis in index target lesion left sfa and 80% in-stent restenosis (isr) in right sfa. Successful sfa treatment. Patient recovered.